Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports: "guidewire engaged in center of vein and looked to kink/push up. Retracted guidewire and checked placement again. Verified perfectly center. Guidewire had the same issue again. When trying to remove edc from patient, edc dismantled into two pieces." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one endurance device for evaluation. Signs of use in the form of biological material were found in the catheter. Visual analysis revealed that the catheter was slightly deployed off the cannula. It was noted that the hub of the catheter was located outside the body of the endurance device. It was also noted that the catheter body was bent directly adjacent to the needle bevel. The guide wire did not deploy as intended. During removal of the guide wire from the device for analysis, the proximal end became separated from the slider. Kinking was confirmed near the proximal end of the guidewire, directly adjacent to the slider. Microscopic examination confirmed the kinking, and revealed dried biomaterial near the distal end of the guide wire and the proximal end of the cannula. No other defects or anomalies were observed. The kink in the guide wire measured 15mm-25mm from the proximal tip. The total length of the guide wire measured 11.3125" which is within specifications of 11.2344-11.3906" per the guide wire product drawing. The guide wire distal ball-point outer diameter measured 0.0100" which is within the specification limits of 0.0097-0.0103" per the guide wire product drawing. The distal weld outer diameter measured .00885" which is within the specification limits of 0.0080-0.0105" per the guide wire product drawing. The inner diameter of the needle cannula measured 0.016" which is within the specification limits of 0.0155" - 0.0170" per cannula product drawing. The outer diameter of the needle cannula measured 0.0280" which is within the specification limits of 0.0280" - 0.285" per cannula product drawing. The guide wire slider was functionally tested per IFU which states, "retract the guidewire slider to the 2 cm mark." The guide slider was able to move freely; however, the guide wire would not deploy when the slider was fully retracted. Upon opening the device, it was determined that the guide wire was pinched between the bottom of the guide wire slider. The guide wire was removed from the device. A long pin gage was inserted into the cannula to remove the accumulation of biomaterial, and the guide wire was soaked in water to remove excess biomaterial. After this was done, the guide wire was able to pass through the needle with minimal resistance. The guide wire was able to pass with minimal resistance once the biomaterial was removed, and both the guide wire and cannula met all relevant dimensional requirements. Based on the kinking at the proximal end of the guidewire, it is being assumed that this caused the insertion difficulty encountered by the customer. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user , "do not retract guidewire through needle while in vessel to reduce risk of guidewire damage and embolization. If it is necessary to withdraw guidewire once deployed, needle and guidewire should be removed as a unit." The report that the guide wire kinked was confirmed through complaint investigation. Visual and functional analysis confirmed that the guide wire was kinked and would not advance through the needle cannula. There was also a large accumulation of biological material inside the proximal end of the cannula and on the distal end of the guide wire body. Based on the confirmation that the guide wire would not deploy, the probable root cause of this issue is manufacturing related. A CAPA has previously been initiated to further investigate endurance swg deployment issues. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports: "guidewire engaged in center of vein and looked to kink/push up. Retracted guidewire and checked placement again. Verified perfectly center. Guidewire had the same issue again. When trying to remove edc from patient, edc dismantled into two pieces." No patient harm was reported. The patient's condition is reported as fine.